Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1696 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that, when passing the PICC catheter, during the flushing perceived that there was leakage below the oval disk. Another catheter was urgently requested, but due to delay, the punctured vein was lost. A new puncture was necessary and extra sedation too.